Manufacturer narrative:
(B)(6). An event regarding wear involving a triathlon patella component was reported. The event was confirmed. Method & results: -device evaluation and results: analysis on the returned patella component indicated that the articulating surface of triathlon patella insert contained localized asymmetric material damage due to burnishing, pitting, and delamination, which are commonly identified damage modes in uhmwpe inserts. The damage suggests the likelihood that the insert encountered high loading in a localized area, leading to the observed material loss. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: medical review was not performed as insufficient medical records were received for review with a clinical consultant. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: based on the material analysis of the returned component, there was localized asymmetric material damage which suggests the likelihood that the insert encountered high loading in a localized area, leading to the observed material loss. Medical review was not performed as insufficient medical records were received for review with a clinical consultant. Further information such as operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported patient had revision of left knee due to pain and instability. Insert and patella were revised. Patella was revised due to excessive wear.

Event description:
It was reported patient had revision of left knee due to pain and instability. Insert and patella were revised. Patella was revised due to excessive wear.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.